Manufacturer narrative:
On (B)(6) 2022, the laboratory inadvertently put a quarantined reagent lot into production. The impacted reagent lot was later determined to demonstrate late stage amplification and had failed the laboratory's incoming acceptance criteria.

Event description:
On (B)(6) 2022, it was discovered that an invalid reagent lot was used in the lab. Due to this issue, five results needed to be updated from negative to positive or positive to negative. Impacted individuals were provided with updated results and contacted by customer service within 24 hours. Customer service received one complaint, on (B)(6) 2022, that was confirmed to be related to this issue.